Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info which reported during the implant the impedance readings on contact 0 appeared out of alignment with the other contacts. This happened with three leads, the fourth lead was implanted. There was no pt injury and the pt recovered without sequela. Refer to MFR report # 6000153201105288 and MFR report # 6000153201105293 for related leads.